Event description:
It was reported that post operatively, the procedure involved the insertion of a port in the left breast. It lasted approximately 36 minutes. The return electrode was placed on the right thigh. The generator and the handpiece devices were used. The skin had 2nd degree burn and was identified 14 days after the procedure. The burn presents as a linear, diamond-shaped lesion measuring approximately 10 cm x 20 cm, with the line itself having a width of approximately 1 cm. There was no abnormalities that were observed with the devices during the operation. Skin burn that cannot be precisely identified located in the left upper arm and left side. It was not considered likely that either the handpiece or the electrode was the causative factor in this incident.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post operatively, the procedure involved the insertion of a port in the left breast. It lasted approximately 36 minutes. The return electrode was placed on the right thigh. The generator and the handpiece devices were used. The skin had 2nd degree burn and was identified 14 days after the procedure. The burn presents as a linear, diamond-shaped lesion measuring approximately 10 cm x 20 cm, with the line itself having a width of approximately 1 cm. There was no abnormalities that were observed with the devices during the operation. Skin burn that cannot be precisely identified located in the left upper arm and left side. It was not considered likely that either the handpiece or the electrode was the causative factor in this incident. From (B)(4), duplicate of (B)(4). It was reported that the patient had injury.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted a burn was observed on the patient¿s tissue. However, the cause could not be determined based on the provided photo sample. It was reported that the skin had 2nd degree burn and was identified 14 days after the procedure. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.